Event description:
This lead was explanted and replaced due to a lead fracture. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severed 40 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. It is assumed that the lead was torn apart in the course of the extraction procedure. Furthermore the fixation helix was found deformed which most likely occurred due to mechanical forces applied during the extraction procedure. As the proximal lead fragment was not available, no further analysis regarding the root cause for the clinical observation was feasible. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.